Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: do you have any photos/videos available for visual analysis? What is the lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a trans-abdominal pre-peritoneal repair procedure for peritoneum closure on (B)(6) 2022 and barbed suture was used. When the surgeon finished suturing and returned the needle to the area, the suture detached. Based on the video of the surgery, it is considered that the cause was that the surgeon pulled the needle firmly without performing the reverse 2 stitches and that the suture detached because it was locked in the middle. The product was used on peritoneum. Another product was used for suturing and finished the surgery. No adverse patient consequences were reported. Additional information was requested